Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID# is (B)(6). Patient¿s exact weight was reported as (B)(6). Date of event: unknown. Additional device product code is hwc. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). A device history record review was performed for the subject device lot number 6776415. Manufacturing location: synthes (B)(4). Date of manufacture: oct 10, 2011. Product expiration date: aug 31, 2021. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The sterility documentation was reviewed and was determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 to treat nonunion of a midshaft femoral fracture. The patient was initially implanted on (B)(6) 2015 with trochanteric fixation nail (tfn) system to treat the midshaft femur fracture. The nonunion was discovered postoperatively on an unknown date. During the (B)(6) 2016 revision surgery, the tfn nail and screw were removed intact, with no reported issues. The patient was revised with a competitor's devices. The revision surgery was successfully completed with no patient harm, surgical delay or need for additional medical intervention. The patient's status and outcome were reported as stable. This report is 2 of 2 for (B)(4).